Event description:
It was reported that during a patient transport the cot dropped at the head end 1 level. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Third party evaluation.